Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used in a ureteroscopy procedure on a female patient. According to the complainant, the blue coating on the sensor guidewire peeled off in fragments inside the patient's ureter. The physician was able to flush some of the blue coating from the patient's ureter and the remainder is believed to have passed naturally. There were no reported patient complications.

Manufacturer narrative:
(B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used in a ureteroscopy procedure on a female patient. According to the complainant, the blue coating on the sensor guidewire peeled off in fragments inside the patient's ureter. The physician was able to flush some of the blue coating from the patient's ureter and the remainder is believed to have passed naturally. There were no reported patient complications.

Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used in a ureteroscopy procedure on a pt. According to the complainant, the blue coating on the sensor guidewire peeled off in fragments inside the pt's ureter. The physician was able to flush some of the blue coating from the pt's ureter and the remainder is believed to have passed naturally. There were no reported pt complications.

Manufacturer narrative:
A detailed device analysis of the returned sensor guidewire revealed the outer ptfe coated surface at the distal (35 cm) and proximal section (85 cm) presents random scrapes in a longitudinal direction. Scrape marks suggest that the coating has been sheared against a sharp edge. Except where noted, the specimen appears visually correct, the incident device does not present any indication of manufacturing defect or anomaly. Taking into consideration all the information available determined the most probable root cause for this event has been determined to be 'operational context'.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed. (B)(4)